Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose sensor did not pair to the ilet, resulting in no cgm data being received until the user navigated to the cgm menu, which displayed ¿stop/replace sensor,¿ after which glucose readings appeared and the ilet resumed automated dosing adjustments. Symptoms included hyperglycemia with a reported peak of 400 mg/dl over approximately three hours without backup therapy, ketone testing, or medical intervention, and no acute adverse effects were reported. Outcomes included transient hyperglycemia without clinical sequelae, hospitalization, or professional treatment. Investigation included a complaint review and user-guided troubleshooting that confirmed restoration of cgm readings and ilet control once the sensor state was corrected on the device. Investigation of this case revealed a pairing failure between the cgm and ilet user interface that prevented data transmission until user action reinitialized sensor status; no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that user interface interaction and workflow timing likely contributed to the initial pairing failure.